Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: prowater. Guide catheter extension: guideliner. Other: expo diagnostic catheter. Sheath: 6f. Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The stent dislodgement was not confirmed however the stent was noted to be mislocated on the balloon. The difficult to position was unable to be confirmed due to the condition of the returned device. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported difficult to position however the stent misalignment (dislodgement) and difficulty removing the device appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal left anterior descending coronary artery that was heavily calcified. With the support of a 6f guide catheter extension, the xience alpine 3.5 x 23 mm stent delivery system (sds) was advanced to the lesion. The balloon was inflated however there was no stent visualized on the balloon. The stent was found pushed back on the sds shaft, proximal to the proximal balloon marker. The stent implant had met resistance with the 6f guide catheter extension during advancement. The entire sds was removed from the patient anatomy with resistance. Another xience alpine 3.5 x 28 was successfully deployed to complete the procedure. There were no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.